Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have experienced a no delivery alarm during basal. Customer's blood glucose is 395 mg/dl which was not treated. Customer was at work and was not able to complete troubleshoot. Customer called back to give product information and inquired on sending product back for failure analysis. Product will be replaced. No further information provided.